Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she was involved in three vehicular accidents due to recertified insulin pump. Two events happened (B)(6) 2009 and the last one happened in (B)(6) 2010. The car accidents were due to low blood glucose. Customer does not remember the details. Customer did not go to the hospital, the paramedics treated her at the scene of the accidents. The blood glucose reading was 18 mg/dl and the other readings were 20 range. Nothing further reported.